Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad runner was intact. The up arrow and down arrow keypad buttons were intermittently unresponsive and the contrast and ok keys responded appropriately. Evaluation revealed contamination under the contrast, up arrow and down arrow keypad buttons. All of the buttons spring back or click normally.